Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/09/2013 with the following findings: investigation revealed a dim and discolored display screen. A new test screen was inserted and the display illuminated to normal contrast with clear and legible text. Unrelated to the complaint, the keypad cover was found to be torn between the up/down arrow keypad buttons. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. All keypad buttons were found to be responsive to user input. The keypad cover was removed and the contamination was found under the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on 09/09/2013.